Event description:
It was reported that this pacemaker recorded episodes where the ventricular and the atrial deflections were aligned. There was also functional under sensing due to atrial events falling into blanking. There were no patient impacts reported but the patient is currently hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.